Event description:
This device was explanted and replaced due to eri 18 months after implant. Device was pacing in bursts so there was excessive battery drain. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.